Manufacturer narrative:
Patient had undergone a previous rotator cuff repair (without any augmentation devices), followed by inflammation and fluid accumulation in addition to the rotator cuff re-tearing approximately eight weeks post repair. The physician indicated the response was due to a severe allergic reaction to vicryl sutures used in the repair. During the re-repair of the rotator cuff using orthadapt, ethibond suture was used in an attempt to avert the same allergic reaction. Additionally, because the rotator cuff could not be reattached independently, a 4x5 cm orthadapt bioimplant was used to reattach the cuff. Orthadapt bioimplants are not indicated for use in load bearing/structural applications. An assessment of the case based on provided information, including statements from the physician, indicate the event was caused by allergic reaction to suture materials. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.

Event description:
Patient experienced inflamed shoulder approximately eight weeks post rotator cuff tear repair using an orthadapt bioimplant. Serious fluid was aspirated and an MRI performed indicated considerable fluid accumulation. Approximately 11 weeks post repair, the patient was taken to surgery. A large cyst, which was positioned on top of the bioimplant, was found and excised; at that time the bioimplant was noted to be loose and was subsequently removed.